Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose level was 269 mg/dl at the time of the incident and the current was 269 mg/dl. The customer stated that the drive support cap was flush. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to a33 alarm. Device received with broken battery tube threads.